Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not able to hold a charge for longer than two hours. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Log file analysis did not reveal any anomalies involving the battery. As a result, the reported event could not be confirmed; the battery performed as expected. If information is provided in the future, a supplemental report will be issued.